Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code and was suspected to be depleting prematurely. A request was made to have data from this device analyzed due to the patient being on hospice. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion code and was suspected to be depleting prematurely. A request was made to have data from this device analyzed due to the patient being on hospice. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This s-ICD remains in service. No adverse patient effects were reported.